Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event. However, the technician uncovered that the elevator water flow was loose. Additionally, the forceps cover glue was found to be peeling and the bending sheath cover was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that when cleaning the evis exera ii ultrasound gastrovideoscope, the brush got stuck. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. Based on the results of the legal manufacturer's investigation, the likely cause of the reported event was the excessive force applied to the device at the time of carrying, using and storing the device. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: warning¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿